Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she changed the battery and the keypad won't respond. Customer tried to enter her blood glucose but the pump would not stop scrolling. The pump was beeping and had a button error. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.